Manufacturer narrative:
(B)(4). Femoral stem 15mm, catalog#:00663001500, lot#:43534500; unknown femoral head, catalog#: unknown, lot#: unknown. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02236-2.

Event description:
It is reported that a patient was revised due to metallosis.